Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the reported infection did not have anything to do with the patient's pump, it was not an infection with the pump. The patient's healthcare providers were looking at other areas of the patient's body. An overdose was not confirmed. The patient was given narcan, but the patient was reportedly also taking oxycodone and morphine on a regular basis. The cause of the patient's symptoms were unknown. The issue was considered resolved with the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3000 mcg/ml of fentanyl at 1028.4 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2019 it was reported the patient had gone to the ICU on (B)(6) 2019 around 10 pm with symptoms of being lethargic and chest pain. The patient's hcp ruled out heart issues. The rep interrogated the pump on (B)(6) 2019 and there were no anomalies in the logs. The patient reportedly had a refill on (B)(6) 2019 however there were no issues at that time. It was thought that the patient might have overdosed since the patient responded to narcan. The hcp is looking at ruling out an infection but the cause of the patient's symptoms is unknown. No further complications were reported.